Event description:
It was reported that a visao handpiece was overheating. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned. Method: the device was not returned and no evaluation could be performed.

Manufacturer narrative:
The device was returned (B)(4) 2012. Device analysis: the complaint device was returned for evaluation. No fault was found with the device. The unit was tested and passed all manufacturing specifications. The temperatures were measured and never exceeded 110 f. Based on analysis, the most likely cause of this event was a usability issue, such as blade/bur installation, coolant issue, or specific duty cycle used.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.